Manufacturer narrative:
Date of death is unknown at this time.

Event description:
It was reported via facebook that a patient death occurred of an unknown cause. Boston scientific has attempted to obtain additional information, but none has been provided at this time.